Event description:
An unknown size racer billary stent system was inserted into a patient for the treatment of a renal artery lesion. The vessel tortuousity and calcification are unknown. It is unknown if the lesion was pre-dilated. It was reported that the stent dislodged from the stent delivery system and was successfully retrieved undeployed. Three other racer stents were successfully implanted to complete the case. No additional clinical sequeale were reported. The delivery system was discarded and will not be returned to medtronic.